Manufacturer narrative:
(B)(6).

Event description:
It was reported that during knee arthroscopy when surgeon pressed oscillate button on powermax elite handpiece button was jamming he tried a few times it kept jamming. Causing the mdu to continually run unintended. The procedure was completed with a backup device with no delay or patient injury reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined.